Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a problem of osseointegration. The implant fell out and was brought to the dr.s office . There was 1 patient involved in this event.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).